Event description:
Found during routine testing. The customer called to report the device operates on battery but won't operate when plugged into ac power. There was no pt associated with the report.

Manufacturer narrative:
Physio-control provided technical assistance and parts information to replace the power supply assembly.